Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09581. It was reported that stent inadequate apposition occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5 x 38 and 3.50 x 28 synergy¿ drug-eluting stents were placed in peripheral lad and intravascular ultrasound (ivus) was performed. It was then noted that the 3.50 x 28 synergy¿ stent in the proximal lad was not sufficiently inflated. A 3.50mm x 12mm nc emerge® balloon catheter was then advanced for post-dilatation. After inflation was performed four times at 12 atmospheres, 16 atmospheres, 20 atmospheres and 20 atmospheres, the balloon catheter was pulled outside the body in order to perform ivus check; however, the guidewire became stuck in the guidewire lumen. The devices were pulled out together. Then outside the patient¿s body, guidewire was able to remove from the balloon catheter and was then passed through the stent again and ivus check was performed. The procedure was completed using a 3.5 x 12 non-compliant non-bsc balloon catheter. There were no patient complications nor injuries reported.